Event description:
It was reported to philips that the device was failing to deliver energy. There was no report of patient involvement.

Manufacturer narrative:
Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor and therapy pca board, the replacement for which a quote was provided to the customer. The philips field service engineer fse sent a quote for the therapy capacitor and therapy pca board to the customer and the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the therapy capacitor and therapy pca board will be replaced to get the device into working order. The device remains at the customer site and no further evaluation is required at this time.